Event description:
It was reported that the patient had a failed rod and underwent additional surgery to have the device removed.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.